Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On 06/24/2025, at approximately 10:30 am, the patient¿s cgm sensor failed during the warm-up phase while he was attending camp. The patient did not have a replacement wearable device available. At the time, the patient was using a tandem insulin pump. Later in the day, the patient fell asleep and became unresponsive when others attempted to wake him up. He was reportedly ¿close to being in a coma.¿ a blood glucose (bg) meter reading showed a value exceeding 600 mg/dl, prompting a call to emergency medical services (ems). At approximately 7:30 pm, the patient was transported to the emergency room (ER), where his bg reading was recorded at 437 mg/dl. He was treated with 35 units of insulin and intravenous fluids. The patient was discharged around 2:30 am the following day, having spent less than 24 hours in the ER. At the time of reporting, the patient was home and stable. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.